Event description:
Per the clinic, the device "fell out." Reimplantation is planned, but has not occurred as of the date of this report.

Event description:
Information received indicates the CPR wouldn't engage.

Manufacturer narrative:
Device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).